Manufacturer narrative:
Based on the claim against the product by the customer noting the tips of the clip applier bending each time the surgeon attempted to apply clips, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have an input disk broken. The input disk was completely detached. Input disk #7 was found completely detached from the base of the housing. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint regarding the tips of the clip applier bending each time the surgeon attempted to apply clips was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additionally, the instrument was found to have one or more of the housing snaps broken.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier's tip would bend each time the surgeon tried to apply clips. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary found. The issue occurred when the surgeon attempted to apply clips. The clip application issue was related to unintuitive motion. There are no photos or videos available for review.